Event description:
A report was received that the patient had a lesion on her back and was experiencing a burning sensation inside her back, whether the stimulation was on or off. The physician assessed that the lesion was a burn as a result of the lead and the patient was prescribed antibiotics. An ipg database analysis revealed the ipg was working properly. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that clarified the events leading to the burn. The patient's partner noticed a little red spot on the back and 4 hours later the burn appeared. The patient did not pass through any electrical or magnetic source prior to the burn. The physician assessed the patient and determined that the burn location was around the clik anchor location of the implant. There was normal appearance of tissue around the clik anchor. The physician stated that the heat source does not seem to come from the inside. If the burn was provoked by the system, it would have been a 3rd degree burn from the inner to outer tissue. The patients inner tissue was not burned. The burn was only a superficial burn. The patient's device was explanted and the patient is fully healed. All devices were visually examined upon explant and they do not show any defects or burn marks. The patient was prescribed oral and topical antibiotics. The physician also treated the area with capsaicin cream.

Event description:
A report was received that the patient had a lesion on her back and was experiencing a burning sensation inside her back, whether the stimulation was on or off. The physician assessed that the lesion was a burn as a result of the lead and the patient was prescribed antibiotics. An ipg database analysis revealed the ipg was working properly. The patient will undergo an explant procedure.

Manufacturer narrative:
The returned product analysis for lead s/n (B)(4) did not confirm the complaint. The lead passed electrical, mechanical and photographic imaging tests. Visual inspection revealed no anomalies on the clik anchor site on the lead. Additionally, there are minor burn marks on the insulation of the lead. All the cables are still intact at the burn location. This kind of burn damage is typically caused by the use of electrocautery. It was reported that electrocautery was used during the explant procedure but it was noted that the lead area was avoided. The returned lead extension passed visual, mechanical, electrical, and photographic imaging tests performed. The device exhibits normal characteristics. The returned product analysis for the clik anchor found the anchor to have one torn eyelet. There is no burn damage on the device. The returned product analysis for ipg s/n (B)(4) did not confirm the complaint. The ipg passed electrical, performance, photographic and visual inspection tests. The possibility that electrical leakage could cause the reported complaint was investigated. The device output was monitored for excessive leakage current or spurious signals, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored for errors. No intermittent anomalies were noted in the output. The temperature of the ipg case surface was monitored using a thermocouple while charging; the maximum temperature was 41.71ºc, which is within normal range. The charge profile also indicates that while the patient was charging, the maximum temperature of the ipg was 41.76ºc, which is within the expected range. The patient's latest setting was activated and the ipg, lead, and lead extension were tested in an environment that mimics the patient's body temperature. The temperature measurements were all below 37ºc, which is within the expected range. A review of the device history and sterilization records revealed no anomalies. Device exhibits normal characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02 serial # (B)(4) description: precision implantable pulse generator (ipg) model # sc-3138-25 serial # (B)(4) description: scs phiii extension 25cm model # sc-4316 lot # 14793428 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had a lesion on her back and was experiencing a burning sensation inside her back, whether the stimulation was on or off. The physician assessed that the lesion was a burn as a result of the lead and the patient was prescribed antibiotics. An ipg database analysis revealed the ipg was working properly. The patient will undergo an explant procedure.